Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the syringe module had an unexpected shutdown and displayed "communication error" while the patient was being moved to the CT scan machine bed. Noradrenaline was infusing at the time of the event. The syringe pump (the channel that was infusing noradrenaline) was attached to right iui connector of the large volume pump (lvp) module, which was attached to the right iui connector of the pc unit. After transporting the patient on to the CT scan, the communication error occurred, and the message was displayed on the syringe pump. The clinician then tried reattaching the syringe pump to the same lvp pump three (3) times and on the 3rd attempt a communication error message appeared on the lvp module. It was reported that the patient experienced bradycardia while the infusion was interrupted. Once the clinicians were able to resume the infusion to administer the medications again, the patient became stable.